Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer stated that she threw away the defective reservoirs and will not be able to return them for analysis. Nother further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.